Event description:
Reporter indicated a physician's hand held computer will not hold a charge. Good faith attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.